Event description:
Time: 2.41 pm - pod activated. Time: 4:03 pm, blood glucose (mg/dl): 260, bolus (units): 3.0u. Time: 4:22 pm - pod deactivated. The customer reported that the cannula was lying on top of the skin and that the cannula was kinked.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.